Manufacturer narrative:
(B)(4). Concomitant products- unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni, nexgen stemmed precoat tibial component a/p wedged catalog #: 00598800300 lot #: 62013112. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2021-00481. 0001822565-2021-01264.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain and stiffness approximately fifteen (15) months post-operatively. All components were removed and replaced. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain, stiffness, scar tissue and limited range of motion approximately fifteen (15) months post-operatively. All components were removed and replaced. Attempts have been made, however, no additional information is available at this time.